Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal piece inside the tip of the instrument lifted off the blade. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal piece inside the tip of the instrument lifted off the blade. No pieces fell into the patient.. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11aug2020 and an investigation was conducted on 03sep2020. A visual inspection of the photographic evidence was conducted and it also shows that charred tissue and blood was observed on the heater wire. There were also specks of blood observed on the handle of the device. A visual inspection of the device was conducted. Signs of clinical use was observed. Charred tissue and blood was observed on the heater wire. There were also specks of blood observed on the handle of the device. Microscopic inspection was conducted. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base and the tip of the hot jaw. No other visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the reported failure "material twisted/bent; wire". The resistance value was measured at 0.675 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent; wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal piece inside the tip of the instrument lifted off the blade. No pieces fell into the patient.. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).